Event description:
While on the line with technical support, reporter discovered missing segments in the device's result display. No associated injury was reported. The reporter was calling from a laboratory. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The advantage meter is the suspect device.